Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a dislodged shield. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner. The instructions for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal to avoid material particulation." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: tamis. Event description: [hospital]. This is a complaint from the hospital; after the forceps was passing the sleeve, the sleeve flange came off and it fell into the abdominal cavity. No patient injury or illness associated with this event. The fragment was collected and procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. Intervention: the fragment was collected, and procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tamis. Event description: [hospital]. This is a complaint from the hospital: after the forceps was passing the sleeve, the sleeve flange came off and it fell into the abdominal cavity. No patient injury or illness associated with this event. The fragment was collected and procedure was completed. The investigation report has been requested by the hospital. This event unit will be returned. Intervention: the fragment was collected, and procedure was completed. Patient status: no patient injury or illness associated with this event.